Manufacturer narrative:
G4: 18mar2021. B4: 24mar2021. The data acquisition assembly (daq) was returned for evaluation. Visual inspection revealed no anomalies. A failure investigation (fi) technician installed the daq into a fi ventilator to duplicate the reported issue. During the unit testing the daq was installed in the fi test ventilator and booted in normal operation mode and checked for alarms and errors. No fault found on the returned part. Fi investigation could not replicate problem and the customer complaint was not confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6) 2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device alarmed with a code proximal pressure sensor calibration data error. The device was in use on a patient at the time of the event. The ventilator was swapped and there was no patient or user harm reported. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The fse confirmed the reported issue and determined the data acquisition pcba required replacement. The fse replaced the data acquisition pcba to resolve the reported problem. The device passed all testing and returned to full functionality.